Event description:
It was reported that during in-house engineering evaluation, it was determined that the lupine br ds w/orthcrd device was broken (2+ pieces) : device fractured. It was initially reported that prior to a left ankle arthroscopic ligament repair surgery, upon opening the packaging, it was noted that the anchor was deformed. The device was not used. Three replacement devices had the same issue. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the shaft and handle have no structural anomalies. The anchor was found broken near mid-body and detached from the inserter. Not all the broken fragments were returned for evaluation. On the other hand, the anchor loop was lost. The device had signs of usage. No other anomalies were noted. The overall complaint was not confirmed as the observed condition of the lupine br ds w/orthcrd would have not contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken and bent anchor as well as the frayed suture is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause is linked to an off-axis insertion and levering during insertion. As per instructions for use (IFU), 1) do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. 2) excessive tension may overload the anchor or suture. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformance's were identified related to the reported condition.